Manufacturer narrative:
There is no evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as a baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device malfunction. DHR review was completed for the lot in question and all the devices fulfilled all requirements prior to release.

Event description:
The versacross rf wire and versacross transseptal sheath were used during a mitraclip procedure. Upon transseptal access, a blood clot was observed on the devices on the left side of the heart. Heparin was administered and the versacross rf wire was retracted while aspirating. The clot was captured and no adverse reactions occurred. There is no evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as a baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate problem report has been submitted for the versacross rf wire with MDR report number 9710452-2021-00052.